Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the glue of the objective lens was peeled off, likely due to the stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The instructions for use states the inspection method associated with the event in "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the adhesive around the objective lens of the flex deflectable videoscope was peeled. There were no reports of patient involvement.